Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.